Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 141mg/dl. The discontinuation of the device was advised. Advised customer insulin pump will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.